Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The occlusion balloon inflated to 5.0mm during preparation with no issues. The balloon was inflated to 5mm to the first lesion site and a stent was placed successfully. The occlusion balloon was deflated and attempted to occlude a second vessel and the balloon deflated unexpectedly. Removed and replaced with another to complete the case. No pt injury reported.